Event description:
It was reported that the patient experienced no stimulation from their implantable neurostimulator (ins). Specifically, the patient went to the chiropractors office in (B)(6) and they put a tens unit up and down their back. Since then, the patient¿s device had not been working and was not able to connect to the ins to recharge it. The patient stated that their current healthcare professional (hcp) was no longer practicing. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).